Event description:
The reporter indicated that on 8/14/97, a nurse had checked the device. After programming it to the vvir mode, the device had reprogrammed to vvi and ifi (intensified f/u indicator) was observed. Also, the cell impedance was 2.98 kohms. The nurse was instructed to check the device again in two weeks. The device was rechecked and eri (early replacement indicator) was observed. The device was explanted and will be returned for evaluation.